Event description:
It was reported that a patient presented in-clinic with discomfort. Upon examination, the patient's right ventricular lead and right atrial lead were found to have been dislodged and device had migrated. Evidence of twiddler's syndrome was noted. The right ventricular lead was noted to exhibit high and low pacing impedance measurements as well as high capture thresholds. The insulation on both leads was twisted, and right atrial lead insulation was abraded. The entire system was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.